Event description:
I am reporting this only as I believe the kit has more false positives or there are issues with inadequate testing being performed on the kit samples. I am 64 year and my doctor ordered the cologuard test for me. I collected the sample and shipped as instructed. The test came back positive for fecal occult blood, positive fit-dna test and abnormal feces. I scheduled and received a colonoscopy. Where the fecal blood finding was possible due to finding hemorrhoids and mild diverticulosis, the fit-dna test was obviously wrong as the colonoscopy found no evidence of polyps or pre-cancerous lesions and normal mucosa. My gi doctor indicated my next colonoscopy to be scheduled in 10 years. To have the fitdna test positive with nothing to cause a false positive to me indicates one of 3 things. The fit test is unreliable, the methods to run the fit-dna test by cologuard are substandard or the technician, who ran the test, was inadequately trained or decided they didn't want to intentionally mishandle the sample due to its condition. I am reporting this solely as a possible area of focus during the next inspection. The report indicated that colorguard recommends repeating the test every 3 years, while my gi doctor indicated the next colonoscopy in 10 years. Is there perhaps a financial motive behind these tests? Resulting labs (B)(6).